Event description:
The manufacturer received information alleging a damaged screen occurred during preventative maintenance on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was being evaluated at the manufacturer service center when the reported issue was found on the device. During the evaluation it was noted that the device's display was observed to be damaged on the device. In conclusion, the device's display was replaced to address the issue. Additionally, during the service of the device, the air inlet foam filter, particle filter, and muffler assembly were replaced for preventative maintenance which was unrelated to the reportable malfunction/issue. The device passed all final testing.